Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics hand piece had a cable error (as seen on guidance module),and screw fell out off the grey handle (this was lost). Tka procedure. We are unsure when the screw fell out. As the screw was noticed missing and we couldn¿t locate it. Surgical delay of less than 30 minutes.

Event description:
Mics hand piece had a cable error (as seen on guidance module),and screw fell out off the grey handle (this was lost). Tka procedure. We are unsure when the screw fell out. As the screw was noticed missing and we couldn¿t locate it. Surgical delay of less than 30 minutes.

Manufacturer narrative:
Reported event: it was reported that the mics was showing cable connection error and the screw fell out off the grey handle. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k09cy and 24 including s/n (B)(4) accepted into final stock on 04/17/2017. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k09cy shows 01 additional complaints related to the failure in this investigation the complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and (B)(4). The device was not returned for evaluation.